Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was having trouble recharging and was receiving the poor communication message. The patient was last able to successfully recharge about a week and a half prior to the report. The rep inquired about how to perform an antenna locate (al) feature, which was reviewed with the rep. No complications are anticipated. Additional information was received from a rep on 2017-mar-20. The rep stated that the patient¿s ins was not charging. Troubleshooting related to the inability to recharge and the poor communication screen included performing an antenna locator. The rep would be meeting with the patient again for further troubleshooting. The cause was not determined and it was unknown if the poor communication and inability to recharge the ins was resolved. Additional information was received from a rep on 2017-mar-21. Poor telemetry/no telemetry with recharging and poor communication were reported. The patient was getting reposition antenna screen on their implantable neurostimulator recharger (insr) beginning about 7-10 days ago. The patient was unable to communicate with the programmer and the rep thought there may be an issue with the insr. The physician programmer showed that the ins was not overdischarged, but the insr would not communicate. The patient last recharged on (B)(6), but it took 6-8 hours trying to keep the coupling boxes. There were no complications reported. The patient was sent a replacement insr.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.